Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had no suture and no anchor. The other products of the package were ok. There was no patient involvement. Additional information was received on 01february2021: the event was discovered prior to the procedure, during unpacking. Both suture and anchor were completely missing.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon visual and functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator was returned along with mated hemostasis sheath and carrier tube assembly. No other components were returned for evaluation. Device was subjected to visual analysis and the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted with the locator or the sheath and carrier tube assembly. The device was then subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. The complaint could be confirmed for pullout upon investigation. Visual and functional testing of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of pullout may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. No other anomalies were found that affected the functionality of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).